Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 572 mg/dl. Reportedly, elevated bg level was due to a non-tandem infusion set unknown site issue. Customer was hospitalized for the high bg and diabetic ketoacidosis. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received. The infusion set brand and manufacture was not provided.